Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that the black material within a cutter fell out of the instrument during a procedure. There was no surgical delay, medical intervention, or adverse consequences reported for this event.

Event description:
It was reported by a company representative that the black material within a cutter fell out of the instrument during a procedure. There was no surgical delay, medical intervention, or adverse consequences reported for this event.

Manufacturer narrative:
The reported event that the ¿black material on the cutters that worked as a stopper wore off and fell off unit¿ could not be confirmed as the product in question was not returned for investigation. Therefore, a detailed inspection of the device was not possible and a root cause could not be determined. A similar scenario was reported and investigated in the previous investigation (pi (B)(4)). Within this investigation it was determined that the damages of the splash guards could be tied to typical wear and tear that goes along with an increased lifetime of the device. Based on statistical evaluation there is no indication for any systematic design, material or manufacturing related issue. Therefore no corrective and/or preventive action is deemed necessary at this time. If the product will be returned at a later date or further information regarding the event will be received, a thorough investigation will be performed, the complaint will be reopened and the result revised.